Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, there was bleeding and further surgery was required. The device had no indication of malfunction.